Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one abre venous self-expanding stent system was implanted to treat a lesion. Approximately 35 months post index procedure, corelab reported 66.7% in-stent thrombus in left civ.